Manufacturer narrative:
Visual analysis of the returned fiber revealed a small section of the fiber tip was missing. The fiber was broken 89 inches from the black strain relief. Handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation during a laser lithotripsy procedure, the accumax 200 fiber (box 5) cracked in half outside the scope. The laser settings are unavailable. The procedure was completed with another accumax 200 laser fiber.